Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was flashing at the time of the call and an anomaly during priming/filling. Troubleshooting was performed however the display could not turn back on. No harm requiring medical intervention was reported. The customer will discontinue using the device and return the pump for analysis.

Manufacturer narrative:
Customer returned pump for an alleged flashing display, partial display, and prime/fill anomaly found on (B)(6) 2023. The pump passed the active current test, sleep current test and self test. Pump alarmed pump error 38 during rewind test on (B)(6) 2023. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to pump error 38. No blank display noted during testing. No prime fill anomaly noted during testing. No prime/fill alarms noted in the pump memory. Successfully downloaded history files and traces using thus. Pump error 38 was found in pump history on (B)(6) 2023 between 09:45:00.000 and 10:02:25.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor and force sensor. Tested with test p-cap and the test p-cap locks properly in place in the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (faded end cap), corroded battery tube. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Prime/fill anomaly not confirmed during testing. Exposure to moisture confirmed on motor, force sensor, and in corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.